Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 33mm stented porcine,mit,epic was selected for an implant on (B)(6) 2022. Post implant the patient had myocardial infarction (mi), device was explanted and a new unknown device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of myocardial infarction after the implant procedure was reported. The investigation confirmed the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.h6 medical device problem code: 2682 code removed.

Event description:
It was reported that a 33mm stented porcine,mit,epic was selected for an implant on(B)(6).2022. Post implant the patient had regurgitation of the device with central and eccentric component. Device was explanted and a new unknown device was implanted. The patient remain hemodynamically stable on cardio-pulmonary bypass and there was a clinically significant day. The patient was reported to be in stable condition.